Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d353 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot d353 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories alarm #7: blood leak (centrifuge chamber), centrifuge bowl leak/break, and no trend was detected for these categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the return product evaluation has yet to be completed. A supplemental report will be sent once investigation is complete. This case is reportable as a MDR due to the reportable malfunction, centrifuge bowl leak/break. Since the centrifuge bowl leak/break is associated with the kit, only one MDR will be filed for this case. (B)(4).

Event description:
Customer called to report alarm #7-blood leak centrifuge chamber, and that the centrifuge bowl broke at approximately 1,025ml of whole blood processed during a single needle mode procedure using a vortex port. Customer said just before the alarm and break, "it sounded like the bowl was coming loose." Customer said the procedure was aborted, no blood or fluids were returned to the patient, and that the patient was discharged from the clinic in stable condition. Customer said the patient was stable pre, during, and post event, and would not require any medical intervention, blood transfusions, or fluid boluses. Customer provided photos for evaluation.

Manufacturer narrative:
Evaluation of the customer returned photographs has been completed. There is no evidence of a broken centrifuge bowl; however, it is verified that a blood leak occurred. The following observations were noted upon inspection of the customer provided photographs: o the upper bearing stop appears closer to the bowl than normal. O the lower bearing and upper bearing appear to be correctly loaded into the retainer clips. O the drive tube appears to be twisted. O the mark on the centrifuge wall could have occurred if the upper drive tube bearing stop delaminated during the procedure. Based on the customer provided photographs, the drive tube appears to have been the likely source of the blood leak instead of the centrifuge bowl as reported by the customer. Although the presence of a leak was verified through the customer provided photographs, the complaint issue could not be confirmed based on the available information. No further investigation is required at this time. Investigation complete. Mc: 018178 a.b: 4/19/2017